Manufacturer narrative:
(B)(4). It was reported during follow up that the patient experienced a breach in aseptic technique during peritoneal dialysis therapy by reusing single use supplies, which resulted in peritonitis. The peritonitis was also manifested by diarrhea. It was reported that the patient recovered from the peritonitis event and was discharged from the hospital. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, vomiting and cloudy effluent. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).